Manufacturer narrative:
Additional information (30-sep-2025): siemens healthcare diagnostics service operations support (sos) concluded the investigation of the event. A customer service engineer (cse) performed routine service tasks (adjustments and part replacements) on the atellica ch 930 analyzer. The technical application specialist (tas) ran multiple precision studies using both quality control (qc) and patient samples. All qc precision showed acceptable results and no evidence of imprecision. Based on the available information, the cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. In section h6, the investigation finding and investigation conclusion codes were updated. Initial MDR 2432235-2025-00218 was filed on (B)(6) 2025.

Event description:
The customer reported to siemens one (1) calcium (ca) discordant patient sample result was obtained when processed on multiple atellica ch 930 analyzers. It is unknown which of the results is correct or if any of the results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant calcium (ca) patient sample result.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding one (1) calcium (ca) discordant patient sample result was obtained when processed on multiple atellica ch 930 analyzers. Siemens is investigating the event.